Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/25/2025, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-12990 knee scorpion¿ tip clamp does not open. This occurred during a knee arthroscopy where another clamp was used to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990, batch number 15295782, was received for investigation. Visual inspection noted that the moving jaw was stuck in the down position and was immobile. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to misuse due to prying/leveraging the screw during use. The complaint allegation is confirmed.